Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure at first dilation, the balloon ruptured at 10 atmospheres. No patient complications were reported.